Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro heating element would not turn off when the harvester deactivated the switch. The device was immediately withdrawn from the patient. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).